Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail did not inflate. The balloon was introduced into artery, but on preparation for inflation, it was noticed that the balloon did not inflate. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. No problems were noted while using guidwire or introducing the balloon over the guidwire. Patient status is reported as 'stable'.